Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured due to severe calcification. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was further reported that the balloon was inflated two times. The first dilation was done at 12 atmospheres for 5 seconds. However, during the second inflation at 16 atmospheres for 5 seconds, the balloon ruptured.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic examination of the balloon revealed a 9.5mm longitudinal tear starting at the proximal balloon cone. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication that the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).